Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 52 mg/dl at the time of incident and treated with food and current blood glucose level was 110 mg/dl. The customer declined troubleshooting for low blood glucose. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be and sensor will be returned for analysis.